Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Reason for original complaint.- maude event report(mw5025353) states dislocation. Update (B)(6) 2013- patient der was received stating patient was revised (B)(6) 2013 to address dislocation. Part and lot information was provided. Update 8/4/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, joint instability, and limited mobility. Update 12/29/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability, dislocations, and subluxation. Update ad 28 nov 2018: com-(B)(4) has been re-opened under pc-(B)(4) due to the receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges pseudotumor, loosening of cup and bone fracture. Doi: (B)(6) 2011 - dor: (B)(6) 2013 (left hip) first revision.